Event description:
Procedure type: tep totally extraperitoneal. According to the rptr: the balloon deflated during use and dissecting cannula was taken off, then it was noted that the balloon was torn and a piece has fallen into cavity. The piece was retrieved. There was not report of add'l bleeding, or tissue damage. Operative time was not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).